Manufacturer narrative:
Correction: unique identifier (UDI) #, medical device serial #, medical device operator, device manufacture date omit: concomitant med prod data (8015). B21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the reported incident of an over infusion of insulin was not replicated during device testing; however, it was confirmed through review of the logs. Review of the pcu event log did not show any recorded events on (B)(6) 2025 or programming matching the reported events around said date. The system had been powered on since at least (B)(6) 2025 at 8:39 am. It was noted that the reported suspect pump module sn (B)(6) had not been used to infuse insulin on or around this date; however, pump module sn (B)(6) had been in active use and infusing insulin since at least (B)(6) 2025 at 3:52 pm and thus was marked as the new suspect. The last recorded infusion for the drug ¿insulin¿ was programmed remotely at a concentration of 200 units /100 ml and started on (B)(6) 2025 at 12:26 pm. The rate was programmed at 0.5 ml/hr, calculating the dose at 1 unit/hr and the volume to be infused (vtbi) was 100 ml. There was an attempt to change the dose to 52.8 units/hr but a guardrails hard limit was triggered. The dose was instead changed to 50 units/hr, calculating the rate 25 ml/hr, and overriding a guardrails soft limit of 50 units/hr max dose. At 12:57 pm the unit was channeled off and the infusion was stopped. At 1:01 pm, a basic infusion was programmed at a rate of 11.1 ml/hr and a vtbi of 11.3 ml but was followed by a programmed delay of 5 minutes at 1:03 pm. At 1:09 pm a 10-second-long safety clamp open alarm was observed, followed by the start of the infusion, which finished at 2:11 pm. The system was powered off at 4:06 pm. The total volume infused between 12:26 pm and 4:06 pm on (B)(6) 2025 for suspect pump module sn (B)(6) was calculated at 24.27 ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. No instances of air-in-line alarms were observed during this period of time; however, thirteen (13) air-in-line alarms were observed on the suspect pump module sn (B)(6) between (B)(6) 2025, including an accumulated air alarm on (B)(6) 2025 at 8:49 pm. The inspection and testing of the suspect pump module did not find any existing malfunctions. The suspect pump module was found to be infusing within specifications and did not show any signs of unregulated flow occurring. Root cause: the probable cause of the reported over infusion of insulin is being attributed to user programming error. On (B)(6) 2025, at 12:26 pm, there was an attempt to program the insulin dose to 52.8 units/hr but a guardrails hard limit was triggered. The dose was instead changed to 50 units/hr, calculating the rate 25 ml/hr, and overriding a guardrails soft limit of 50 units/hr max dose. No anomalies were observed with the pump module that would contribute to the reported event. The returned pump module was found to be infusing within specification during testing. Note that this report lists imdrf annex a0401, a0404, a1801, a040502, g04037, g040100, g02017, g02014. C07, c0601, d01, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported an over infusion of insulin. Per report, "the pump alarmed air-in-line and the bag of insulin was found empty". Patient blood glucose level checked and was 181. One (1) amp of d50 was given and blood glucose levels were check every 15 minutes until peak of insulin. Provider was at bedside to assess patient and renal function panel ordered. No further interventions needed.

Event description:
It was reported an over infusion of insulin. Per report, "the pump alarmed air-in-line and the bag of insulin was found empty". Patient blood glucose level checked and was 181. One (1) amp of d50 was given and blood glucose levels were check every 15 minutes until peak of insulin. Provider was at bedside to assess patient and renal function panel ordered. No further interventions needed.

Manufacturer narrative:
Correction: unique identifier (UDI) #, medical device serial #, device manufacture date, concomitant med prod data (8015), root cause. Omit: a23 - use of device problem (1670), a1801 - contamination, g04037 - cover, g0200802 - software interface c07 - mechanical problem identified, d01 - cause traced to device design. Additional information: device eval by manufacturer? Imdrf annex a, g, c, d codes and manufacturer narrative. Root cause: the root cause of the reported over infusion of insulin is being attributed to a broken platen upper hinge. The suspect device exhibited unregulated flow during testing. It was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion of insulin. Per report, "the pump alarmed air-in-line and the bag of insulin was found empty". Patient blood glucose level checked and was 181. One (1) amp of d50 was given and blood glucose levels were check every 15 minutes until peak of insulin. Provider was at bedside to assess patient and renal function panel ordered. No further interventions needed.